Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that attempted to fill the balloon to pop it with an 18g blunt needle initially. However, it would not pop or deflate and then placed a spinal needle through the balloon port and this procedure also had not popped the balloon. Then, placed a rigid catheter guide via the urine port and popped the balloon. The catheter was removed.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be manufacturing related due to operator error or mechanical error or thin rubberized layer. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Catheters should be replaced in accordance with the cdc guideline, guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter related adverse effect, the catheter should be replaced. Do not exceed recommended capacities. Recommended inflation capacities: 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. To deflate catheter balloon: gently insert a luer slip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the user attempted to fill the balloon to pop it with an 18 g blunt needle initially. However it would not pop or deflate and then placed a spinal needle through the balloon port and this procedure also not popped the balloon. Then placed a rigid catheter guide via the urine port and popped the balloon. The catheter was removed. Additional information received via email on 25jan2021 it was reported that the patient came to post anesthesia care unit with the foley in place. The nurse in the operating room tried to deflate the foley catheter balloon but it was unable to deflate the catheter. The doctor advised the nurse to cut the catheter if the balloon did not deflate. The balloon remained intact and assistance was requested for another nurse and the doctor ordered a urology consultant to assist with the removal of the retained catheter. Later the patient was taken to a perinatal special care unit in preparation for a cystoscopy to remove the retained catheter.